Event description:
Pt status post l4-s1 click-x instrumentation and opal spacer implantation returned to surgeon's office complaining of leg pain. An MRI revealed the opal spacer had migrated posteriorly and a little lateral, the surgeon was satisfied with the click-x instrumentation placement. Surgeon revised the pt removing the left side of the click-x hardware to gain access to the spacer. The spine was fusing and the surgeon burred down the spacer which had bony formation outside the cage and lateral. Surgeon did not remove the spacer, closed and completed the procedure with the right side of the construct in place. Surgeon noted the pt's spine was fusing, healing and removed the bony growth to relieve the leg pain.

Manufacturer narrative:
Add'l info has been requested. Subject device has not been explanted. The investigation could not be completed, no conclusions could be drawn as no product was returned and no lot# was provided.